Manufacturer narrative:
An event regarding revision due to periprosthetic fracture involving a securfit stem was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records with a clinical consultant indicated "no clinical or past medical history, no dated serial x-rays, no examination of explanted components, and no operative reports are available. Based upon the information available for review, there is no indication that the post-traumatic periprosthetic fracture of the right femur occurring three years post implantation was the result of factors of faulty component design, manufacturing or materials." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event was confirmed however, the root cause could not be determined. The consulting clinician noted, "there is no indication that the post-traumatic periprosthetic fracture of the right femur occurring three years post implantation was the result of factors of faulty component design, manufacturing or materials." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported patient had primary revision surgery of hip due to fall at home while using a walker. Implants removed. Restoration modular cone conical was used as a substitute.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Sales rep reported patient had primary revision surgery of hip due to fall at home while using a walker. Implants removed. Restoration modular cone conical was used as a substitute.